Manufacturer narrative:
Eval summary: the production and quality control documentation for lot# r0903, expiry 01/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Discomfort in right knee [musculoskeletal discomfort]. Stiffness in right knee [joint stiffness]. Swelling right knee [joint swelling]. Case description: a spontaneous report was received on 21-jul-2009 from a healthcare provider (hcp), via a company rep, regarding a (B)(6) male pt with a history of osteoarthritis, (B)(6), who experienced discomfort, slight swelling, and stiffness in the right knee after starting synvisc one. The pt received injections of synvisc one into both knees on (B)(6) 2009. On (B)(6) 2009, the pt experienced discomfort, slight swelling, and stiffness in the right knee only. It was noted that the knee was not red or hot. The pt was treated with a medrol dosepak and the swelling improved. On (B)(6) 2009, the swelling returned and the pt was instructed to take aleve. At the time of this report, the outcome of the pt was unk. Additional info was received on 29-jul-2009 in the form of qa results. The production and quality control documentation for lot# r0903, expiry date 01/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. (B)(6). Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.